Manufacturer narrative:
According to the complainant the device will not available for investigation because it was discarded by the patient. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 24.4 mmol/l (439.2 mg/dl) and the pod was leaking while worn on the patient's arm. When removed, the pod's cannula was found cracked. As treatment, a shot of insulin was administered and a new pod was applied. The pod was discarded by the patient.